Event description:
No additional information received.

Manufacturer narrative:
H3: the pipeline flex (model: ped-475-20 lot: a744272) pusher was found protruding from within the rebar-027 hub for ~69.3cm. No damages were found with the rebar-027 catheter hub. No bends or kinks were found with the rebar-027 catheter body. No damages were found with the rebar-027 distal marker/tip. The pipeline flex embolization device could not be pushed forward from within the rebar-027 micro catheter. The pipeline flex embolization device was able to be pulled out from within the rebar-027 micro catheter with resistance. The pipeline flex distal hypotube was found stretched. The ptfe shrink tubing was intact but pulled back from the proximal bumper. Dried blood was found on the pipeline flex distal hypotube and proximal bumper. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. No breaks or separations were found with the distal pushwire. The braid was found deployed on the distal pushwire. Dried blood was found throughout the pipeline flex braid. The pipeline flex braid proximal end was found fully open and in good condition; however, the pipeline flex braid distal end was found damaged (frayed) but fully open. Dried blood was found on the ptfe sleeves and tip coil. The distal and proximal ptfe restraints were found to be intact. The ptfe sleeves were found intact with no signs of damage. The tip coil appears to be in good condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed. It is likely the damage to the braid contributed to the event. However, the cause for the braid damage could not be determined as there was insufficient information to determine the cause of the event. H6: conclusion code updated to 4315, result code updated to 3211, and method code updated to 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure the distal section of the pipeline flex failed to open. The pipeline device was extracted, and a new device was used to treat the patient.